Manufacturer narrative:
(B)(6). (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked "at delivery tube". There was no patient involvement. No additional information is available.